Event description:
It was reported that during set up for a cori assisted tka surgery, the real intelligence robotic drill would flicker and not connect. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem. In addition, the evaluation of the returned device found that the most likely cause of this event is related to the exposure motor of the drill, since it functioned as intended after the exposure motor was replaced with a known good one.

Manufacturer narrative:
The real intelligence robotic drill was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was performed on the customer drill. The system outputted a "drill critical" error. A case was then run on the customer drill. The connection state of the drill appeared to be flickering. The exposure motor was swapped with a known good exposure motor, and the device performed as intended. The most likely cause of this event is related to the exposure motor of the drill. A supplemental report will be sent with the complete results of investigation. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H6: the real intelligence robotic drill rob10013 s/n (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was performed on the customer drill. The system outputted a "drill critical" error. A case was then run on the customer drill. The connection state of the drill appeared to be flickering the exposure motor was swapped with a known good exposure motor, and the device performed as intended. The most likely cause of this event is related to the exposure motor of the drill. The exposure motor was retained for further analysis. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill rob10013 (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was performed on the customer drill. The system outputted a "drill critical" error. A case was then run on the customer drill. The connection state of the drill appeared to be flickering. The exposure motor was swapped with a known good exposure motor, and the device performed as intended. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. The exposure motor was retained for further analysis. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: a hardware update to the cori console to reduce noise on the internal electronics. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.